Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No add'l info was provided.

Event description:
The customer reported that the vertical lift column on the 6800 system would not work. No pt injury was reported.